Manufacturer narrative:
Results: the pet locks on the proximal ends of both ruby coil pusher assemblies were intact. The coil of the second ruby coil was detached from the pusher assembly, and returned stuck in the px slim. The stretch resistant (sr) wires of the coils were fractured, and the proximal constraint spheres were stuck inside the respective distal detachment tips (ddts) of the pusher assemblies. The outer diameters (ods) of both embolization coils were measured to be within specification. Conclusions: evaluation of the returned devices revealed that the px slim was undamaged and functional. Evaluation also revealed that the sr wires of both returned ruby coils were fractured. This type of damage typically occurs due to improper handling during use. If excessive force was used while manipulating the ruby coils against resistance, it is likely that damage such as this may occur. The ods of the coils were both measured and found to be within specification. Penumbra coils are 100% functionally tested during in-process inspection. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00140.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance two ruby coils through a px slim delivery microcatheter (px slim). Both ruby coils and the px slim were removed from the patient and the procedure continued using new ruby coils and a new px slim. There was no report of an adverse effect to the patient.